Event description:
It was reported that 2 xact stents were implanted in the restenosed left internal carotid artery, overlapping a previously placed acculink stent. After the procedure, the patient experienced a cerebrovascular accident with left hemiparesis, garbled speech, and a visual field defect. There was no treatment provided. Symptoms improved, and the patient was discharged home 4 days after the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of stroke, visual disturbances, weakness and treatment with medication are known observed and potential adverse events as listed in the xact instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling. The other xact stent is being filed under a separate MFR number.